Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not connect to the server and did not respond until reboot. A field service engineer identified that the unit had lost communication, inspected the setup and determined that a non-original cable was in use with no detected port connection, replaced it with the original cable after identifying and correcting a connection issue, restored communication, allowed the system to clear the sync queue backlog, and performed functional testing confirming normal operation. Fse also conducted a general inspection, verified keyboard and barcode scanner functionality, rebooted the unit to resolve a temporary touchscreen responsiveness issue, and confirmed no further failures with the device operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es did not connect to the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.